Event description:
It was reported that after the pocket was closed, the right atrial (ra) lead fell into the ventricle during the threshold testing. The physician tried to reposition the lead several times without success due to a problem with the helix. The ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the lead in full segments was returned to the manufacturer and analyzed and no anomalies were found. The outer insulation was breached cut. There was blood in/on the helix mechanism and there was tissue on the helix. The lead was damaged at implant.